Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031 (B)(4). This follow up MDR is being submitted to cancel the initial report submitted. Ae assessment was updated based on the lab evaluation. The risk associated with the complaint is low. There is no requirement to take immediate corrective action lab evaluation: 12x echo-hd-22-ebus-p-c lot number c1284453 were returned to cirl for evaluation (4 opened 8 unopened/unused). CAPA (B)(4) was raised in relation to the complaint issue & will deal with any actions identified. Complaints of this nature will continue to be monitored for potential emerging trends. Potential root causes will be identified in this CAPA. On evaluation of the used device returned, it was noted that 12 devices were returned 4 were opened and 8 were unopened. The thumbscrew was returned separate to the devices and it is unknown which device it belongs to. The brass insert was not evident in the returned devices however on the returned thumbscrew the brass insert can be seen on the thubscrew. Device 1 opened: there was no needle exposure. There was cracking at the sheath adjuster brass insert thumbscrew section, there was none on the needle lock. There was no cracking observed on the needle lock. There was no thumbscrew returned. The comment on the needle being more bent than usual was not confirmed in the lab. Device 2 opened: there was no needle exposure. There was cracking at the sheath adjuster brass insert thumbscrew section, there was none on the needle lock. There was no cracking observed on the needle lock. There was no stylet returned. The used device had a normal needle shape, there was no other functional issues with the device. Device 3 opened: there was no needle exposure. There was cracking at the sheath adjuster brass insert thumbscrew section, there was none on the needle lock. There was no cracking observed on the needle lock. There was no defect on the needle, it was slightly bent as per complaint but functionality of the device was not impacted. Device4 opened: no needle exposure on return. There was a kink below the sheath extender however this can be attributed to the return conditions of the devices which were returned in a plastic bag. There was cracking at the sheath adjuster brass insert thumbscrew section. There was no cracking at the needle lock. There was cracking at the mlla. There was no bend noted on the needle. There was no thumbscrew/stylet returned. There were no other functional issues with the devices. The 8 unopened device all had the device components intact as they were unopened. There was no cracking of the needle lock noted on any of the devices. There was cracking noted on both the mlla and the distal end of the thumbscrew on 7 devices. The 8 devices have no issues noted. Please see attachment that has a summary of findings. The customer complaint was confirmed as it was verified in the lab. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-22-ebus-p-c device of lot number c1284453 did not reveal any discrepancies which could have contributed to this complaint report. There is no evidence to suggest that this issue affects the entire lot # c1284453; upon review of complaints this failure mode has occurred previously with this lot c1284453. The instructions for use, ifu0110-5, precautions section: if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook medical for return authorization. ¿on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to cancel the initial report submitted. Ae assessment was updated based on the lab evaluation that confirmed no distal kinking of the needle which initial report was based on. The problem was that the screw got broken and the needle is more bent than usual. At what point did the handle break? In the screw for the sheath´s needle. Did the device make patient contact? No. Was intervention or any addition procedures required? No. Can you please request the customer to clarify the following: what screw was broken? The sheath one. Was it the needle locking screw or sheath locking screw? It for graduate the long of the needle sheath. Could the needle be fully retracted? Yes.

Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
The problem was that the screw got broken and the needle is more bent than usual. At what point did the handle break? In the screw for the sheath´s needle. Did the device make patient contact? No. Was intervention or any addition procedures required? No. Can you please request the customer to clarify the following: what screw was broken? The sheath one. Was it the needle locking screw or sheath locking screw? It for graduate the long of the needle sheath. Could the needle be fully retracted? Yes.